Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The system was manufactured on january 31, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The supervisor module was received for evaluation. A visual assessment of the returned sample did not find any obvious visual nonconformity. The returned supervisor module was installed onto a known good system, booted up and no system messages (sms) were generated upon boot-up. The sample was then put through the burn-in procedure. After burn-in, the event log was reviewed and the reported event of system message was unable to be replicated. There was no problem found with the returned supervisor. The root cause cannot be determined conclusively, as the system and returned product met specification. (B)(4).

Event description:
A customer reported that during a combined cataract extraction with intraocluar lens implant and a vitrectomy procedure, the system displayed a system message. The surgeon was unable to clear the system message and the case was not completed.